Event description:
The pt's mother reported that she often finds the adhesive of the pt's infusion set wet with insulin. The pt has experienced elevated blood glucose of over 300 mg/dl as a result. The pt's physician recommended the pt be injected with insulin via pen to lower blood glucose levels. The pt's infusion site is changed every day. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.